Event description:
The customer contacted physio-control to report that their device would no longer power on. The customer advised that the device lid latch was broken and that the lid would not close as a result. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4). Physio-control advised the customer that the device was no longer under warranty and is not field serviceable. Physio recommended that the customer remove the device from service and purchase a replacement. It was later confirmed by the customer that the device was permanently removed from service and that they had procured a replacement unit. The device has not been returned to physio-control for evaluation. The cause of the reported failure could not be determined.